Event description:
Healthcare professional reported rupture. This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Clarification to d6b partial explant date: 2004 was provided. Clarification to h10 - related report numbers: report number is for the device which replaced implant on this record.